Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, shortly after implant, this right ventricular (rv) lead exhibited loss of capture. The patient reported symptoms of a burning pain during respiration and an echocardiogram was ordered. The echocardiogram revealed an rv perforation with pericardial effusion. A revision procedure was performed and this rv lead was repositioned. No additional adverse patient effects were reported.